Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer five was not detecting closed due to magnet issue. The customer reported that the during the malfunction customer retrieved required medication from alternative medstation, however there was no delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer 5 in the main unit had failed, and the error state was not registered as closed. A field service engineer (fse) powered off the pyxis unit, opened the back of the main station, removed drawer 5, and inspected it. The magnet was found missing from the inseparable. The fse replaced the inseparable and reinstalled the drawer into the main unit to resolve the issue. The fse powered the medstation, and the customer logged into the application and successfully recovered the failure. The customer then verified the inventory of medications in drawer 5. The system functioned as intended after the field service engineer repaired the device.